Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low blood glucose while starting on the ilet and using a dexcom g6 cgm, with a cgm value of 85 mg/dl and a fingerstick value of 115 mg/dl, and the lowest reported blood glucose was 70 mg/dl. Symptoms included no loss of consciousness, dizziness, or other acute effects. Outcomes included no need for assistance, no alerts received for low or urgent low, no carbohydrate treatment taken, and no medical intervention or hospitalization. Investigation included user coaching, confirmation of blood glucose with a manual check, and guided cgm calibration on the ilet. Investigation of this case revealed no device malfunction identified and that the event was consistent with early adaptive period variability, with cause of hypoglycemia unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.